Event description:
It was initially reported that the customer's device had logged multiple event codes and would also power itself on automatically. There was no patient use associated with the reported failure. After an investigation by physio-control, it was observed that in addition to powering on automatically, the device would not have the ability to analyze a patient rhythm due to a shorted soft key on the front panel.

Manufacturer narrative:
(B)(4). Physio-control determined that the cause of the reported failure was due to the on/off switch being shorted to soft key #2. The short causes the device to not power off, which drains the battery and also intermittently doesn't allow the device to have the ability to analyze a patient rhythm which is a function of soft key #2. The customer was provided with a replacement device.